Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a right internal jugular vein long term hemodialysis catheter placement using the hemostar. Pre operative inspection confirmed the dialysis catheter package was intact and within expiration. During the procedure, venous puncture was successfully performed with smooth blood return however, after placement, the guidewire could not be advanced into the vessel, and slight deformation of the guidewire was observed upon withdrawal. A second puncture attempt was made, but the guidewire again could not be inserted. The central venous catheter kit was then replaced, after which the guidewire was successfully advanced and the procedure completed. The incident resulted in additional pain during catheter placement and increased the potential risk of bleeding. There was no reported patient injury.